Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up one day post implant procedure, increase in atrial threshold was noted. During recheck on the second day post implant procedure it was noted that the right atrial lead exhibited high capture threshold. The impedance and sensing measurements were normal. No intervention was performed, and the lead remains implanted. The patient was stable throughout.